Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets, the customer noticed the vacuum was very slow flow, causing the samples to coagulate or not to reach an optimal capacity. No patient impact reported.

Event description:
It was reported that while using an unspecified number of bd vacutainer® ultratouch¿ push button blood collection sets, the customer noticed the vacuum was very slow flow, causing the samples to coagulate or not to reach an optimal capacity. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 25-apr-2025. The MDR submitted with MFR report #: 1024879-2025-00366 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.